Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a calcified right coronary artery. The physician attempted to implant a 4.0 x 24 mm liberte' bare metal stent and could not cross the lesion. As the physician pulled the undeployed stent back into the guide catheter, the stent caught on the guide catheter and dislodged. The stent traveled through the aorta and lodged in the iliac artery. A snare was used to attempt to retrieve the device but was unsuccessful. The physician determined that the stent was in a "safe and stable" location and no further retrieval was attempted. The procedure was completed with an unknown stent without incident. No patient injuries or further complications occurred. The patient is listed as satisfactory.